Manufacturer narrative:
(B)(4). The insulin pump was received with a critical insulin pump error (open book image) alarm and insulin pump error alarm is found in the downloaded history files due to a hardware error, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical insulin pump error (open book image) alarm. The insulin pump was received with scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and also insulin pump screen turn off. Customer stated they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.